Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had knee surgery on monday and ever since then, their urinary symptoms have returned. Patient stated that the ins was left on during the knee surgery and it was unknown if that affected anything. During call, patient had access to their patient programmer and showed that stimulation was on. Patient was able to increase and feel it in the correct area. Patient will see if symptoms improve from increasing settings. No further complications were reported.